Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she just opened a new box of quick sets on friday. Customer's blood glucose went high over 600 mg/dl. Customer stated that the cannula was bent. Customer has been through 3 sets and none have worked. Customer put one set in sunday and it worked fine. Customer stated that later in the day, her blood glucose was high and the tube was bent in half. Customer's blood glucose was over 600 mg/dl again. Customer ate lunch yesterday and her blood glucose was 87 mg/dl. Customer ate and started to feel bad. Customer took the cannula out and it was bent in half again. Customer's blood glucose was over 600 mg/dl. Customer is staying on syringes until it gets figured out. Customer had no trouble with other quicksets until this particular box. Customer stated that it is working now that she switched to the 6mm cannula.